Event description:
It was reported by service report that the headend patient left side rail was not locking into the up position and the linkage arm was snapped in half. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Siderail timing link.